Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's rate had dropped as low as 30 beats per minute without pacing intervention by the implantable pulse generator (ipg). Communication attempts were made with the clinic to obtain additional information but were unsuccessful. According to manufacturer records, the ipg remains in use. No further patient complications have been reported as a result of this event.